Manufacturer narrative:
The device was evaluated by the returns department which found that the pump is leaking.

Event description:
Dealer states the pump has failed and is leaking.

Event description:
Dealer states the pump has failed and is leaking.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.